Event description:
It was reported from (B)(6) that the large chuck with key device did not hold the bit properly. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device does not hold the drill bit properly was confirmed. An assessment was performed and it was found that the device generally seized, was jammed, and was heavy moving. It was further noted that the drill chuck from the attachment was stuck and jammed. The assignable root cause was determined to be due to improper production in the manufacturing process. If additional information should become available, a supplemental medwatch report will be submitted accordingly.